Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the pump was not turning on. Customer¿s blood glucose value was 538 mg/dl and 585 mg/dl at the time of incidence. Customer stated her battery cap did not have a metal contact piece on it, was unable to generate power . Customer was not treating high blood glucose. Customer did not allege the insulin pump of under delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.